Event description:
The customer reported that during a procedure, the surgeon had two sten tubes break where the silicone tube connects to the metal. No pt complications were reported. One sample was saved and will be returned to quest. Product code lis052; lot number 26275.h04.